Event description:
The user facility reported via medwatch mw5145921 that "I am a biomedical technician. When performing electrical safety on a new device, I found a problem with the leakage current. I called the manufacturer and they stated that the device is covered under an iec code at a much lower standard than the nfpa 99. I red tagged the device because of the issue". No report of injury.

Manufacturer narrative:
The information captured in the medwatch report stated that the equipment was tested to the nfpa 99. The nfpa 99 is testing for laboratory equipment. The innowave eco ultrasonic cleaner is not portable and is not designed to be moved. Therefore, the leakage current limit that the user was testing against would not apply. Instead, the innowave eco is tested against and complies with iec 61010-1, safety requirements for electrical equipment for measurement, control, and laboratory use - part 1: general requirements. The reported medwatch mw5145921 did not provide a user facility name, address, phone number or email contact. Without the user facility's contact information, steris is unable to obtain additional information regarding the reported event. A follow-up report will be submitted should additional information become available. No additional issues have been reported.